Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. Performance data from the ICD device showed the rv pace impedance was in the 800 - 900 ohm range until the week ending (B) (6) 2010 when the values began to increase reaching a min/max of 1408/1920 ohms the week ending (B) (6) 2010. The lead integrity alert was triggered on (B) (6) 2010.

Event description:
It was reported that performance data from the ICD device showed impedance on rv pacing lead was stable in low to mid 900 ohm range since implant in 2007. The impedance began to increase at a rate of 35-100 ohms/day starting (B) (6)-2010. It was also reported the impedance had risen to 1700 ohms. The lead was capped and replaced. No further patient complications were reported as a result of this event.